Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by unresponsive buttons due to flattened escape, activate, and down arrow dome switches. However, a test keypad assembly was installed, after installing the key assembly and the device passed the functional testing including the displacement test. The device was received with cracked case at the display window corners, scratched screen, and missing end cap sticker.

Event description:
It was reported that the customer had issues with the basal delivery and was hospitalized with high blood glucose of 570mg/dl. The customer was wearing the insulin pump at time of admission. Troubleshooting was not performed as customer did not have the device and requested a replacement. No further information was provided.